Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the patient experienced a skin reaction on approximately (B)(6) 2016. Patient's mother does not remember exact insertion date or exact date of skin reaction. The sensor was inserted at the arm. Patient's mother described the skin reaction as a red, bumpy, oozing, itchy and burning rash in the shape of the sensor adhesive. Patient experienced the skin reaction after first day of insertion. Patient cleans the affected area with dial soap, then dries area off, then applies over the counter (otc) neosporin. Patient was seen by his physician on (B)(6) 2015 for a routine appointment. Physician saw skin reaction and recommended that the patient use tegaderm and IV 3000. Physician did not prescribe medications for the skin reaction. At the time of contact, patient's mother reported current condition as "fine'. No additional event or patient information is available. It should be noted that the dexcom g5 mobile continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, the sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.